Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article guo, x., ding, e., cai, y. And wang, s. (2018), complex fractures of the bone in different steel plate fixing methods clinical therapy (with 84 cases), chinese journal of integrated chinese and western medicine, vol. 24 (no. 6) pages 779-784 (china). The aim of the study is to explore the effect of two different internal fixed steel plates on the function of the patient's foot in complex and intra-articular fractures. By january 2015 to december 2017, a total of 84 patients with complex internal fractures of the heels and joints were selected as subjects of study. Patients were divided into control group and observation group, with 42 cases per group; in the control group (5 female and 37 male) with a mean age 30 ~ 62 years, range (43.6 ± 6.8 years), in the observation group (2 female and 40 male) with a mean age 30 ~ 64 years, range (43.7 ± 6.8 years). The control group then selected a suitable single-axis helical lock-up plate from johnson & johnson, and the observation group selected a competitor¿s device. Patients were examined and assessed at post-operative 3 months. The following complications were reported as follows: control group: 3 patients with incisional infections. 3 patients with reset loss. 2 patients with lower traumatic arthritis. 2 poor cases according to maryland rating. This report involves one unk - constructs: plate/screws. This is report 1 of 1 for (B)(4).